Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported failure resulted from the faulty power board. However, the cause of power board failure could not be identified and the root cause of the reported failure could not be determined. The event can be prevented by following the instructions for use which state: "the error indicator illuminates red when there is a general system malfunction. The generator power should be cycled off and then back on after waiting a few seconds to reset the system." "Olympus recommends that the generator and transducer are returned every 24 months for a calibration and safety inspection." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed. It was found that the device was displaying an error message when attempting to output through the transducer and the fault was traced to a faulty power board. Another fault has been detected with the 15volt power supply producing less that 15volts causing the front panel light-emitting diode's (leds) to appear dim. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that the shockpulse-se lithotripsy system was showing errors during the therapeutic percutaneous nephrolithotomy (pcnl) procedure. The patient was on the table and was punctured ready for the shockpulse to be inserted, and when the handpiece was connected to the generator it showed an error light. The handpiece and the probe were replaced and the error continued. Since the shockpulse would not work, the soltive laser was used for around three hours to dust the stone. This was a two to three hour procedure extension than initially planned. There was no mis-diagnosis, no medical intervention required, and no patient injury. The case severity was standard, and the patient did not suffer any additional trauma.